Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that a recently implanted patient was feeling dizzy and had blurring of vision. The patient was admitted in the hospital and it was determined that the patient had a stroke- like symptoms. It was believed that the stroke-like symptoms were not device related but was unknown if the symptoms were procedure related. A magnetic resonance imaging (MRI) was taken and revealed that the patient experienced a stroke of the eye. The patient underwent an explant procedure. It was unknown as to the cause of the symptoms but there was no epidural hematoma or other abnormalities noted or seen during the explant procedure. No device malfunction was suspected. The patient was reportedly recovering well.

Manufacturer narrative:
Sc-1132 ((B)(4)) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. Sc-8336-70 ((B)(4)) device evaluation indicated that the proximal ends of the paddle lead were cut and the cables are exposed. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that a recently implanted patient was feeling dizzy and had blurring of vision. The patient was admitted in the hospital and it was determined that the patient had a stroke- like symptoms. It was believed that the stroke-like symptoms were not device related but was unknown if the symptoms were procedure related. A magnetic resonance imaging (MRI) was taken and revealed that the patient experienced a stroke of the eye. The patient underwent an explant procedure. It was unknown as to the cause of the symptoms but there was no epidural hematoma or other abnormalities noted or seen during the explant procedure. No device malfunction was suspected. The patient was reportedly recovering well.